Manufacturer narrative:
(B)(4). Physio-control has made several attempts to contact the customer to obtain additional information regarding the patient and the reported failure but have been unsuccessful in doing so. The customer has not been available. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
The customer notified physio-control that they have evaluated the device and the internal defibrillation paddles assembly and observed pitting on the paddle plates. The customer has since replaced the internal defibrillation paddles assembly and has returned the device to service for use. The device will not be returned to physio-control for evaluation.

Manufacturer narrative:
Physio-control further followed up with the customer and the customer confirmed that the reported abnormal energy delivery message was a result of an open air discharge of the paddles assembly.

Event description:
The customer reported that their device was giving an "abnormal energy delivery" message when attempting to deliver defibrillation energy. There was patient use associated but no details of the patient event have been reported. The customer did report that when the reported device issue occurred, they had a back up device and internal defibrillation paddles available for use. There were no known adverse effects caused to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4).